Event description:
Customer reports getting a meter reading of 177 mg/dl on his freestyle freedom blood glucose monitor which was higher than he felt. He then states he took too much insulin and experienced symptoms of "perspiration, irritability, confusion and dizziness." Paramedics were called and they got a reading of 141 mg/dl on their meter. He reports being seen at a local hospital, diagnosed with hypoglycemia and was treated with "sugar water and orange juice." There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation and a follow-up report will be submitted once results are available.